Manufacturer narrative:
(B)(4). (Surgical intervention required) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the patient had hernia spray repair. The skin along the original wound was opened. The muscle layer was completely open due to the device knot untying at end. The edge of the muscle layer was freshened and skin edges. Skin closure was performed and medication was provided. After 10 days, the stitches were removed, the cranial end of wound was very sore and bleeding a little.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.